Event description:
Consumer reports using ace heat therapy patch on back on her leg (behind knee). Place the patch on a 9pm and left in on overnight. At 7:30 am removed the patch and the skin pulled off leaving a blister the size of a quarter. Went to the ER for treatment.

Manufacturer narrative:
Awaiting product return to conduct quality eval.